Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was noted that regarding a patient visit on (B)(6) 2018, the patient¿s current medications included the following: cymbalta 20 mg orally (uncertain of dosage), and mobic 15 mg orally (uncertain of dosage). Regarding pump refills, it was further noted that the patient was receiving morphine 5 mg/ml preservative free (pf) via their pump (start date (B)(6) 2018), and morphine 5 mg/ml pf via the pump (start date (B)(6) 2018). The patient had no known medication allergies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient who was currently receiving morphine with concentration 5 mg/ml at a minimum dose rate of .0292 mg/day via an implantable pump for spinal pain. It was reported that the patient¿s pump was confirmed as having flipped and a revision was to occur on (B)(6) 2018. The event was described as having occurred a little over a month ago in 2018. The date (B)(6) 2018 is considered an approximate date of event (year known only). It was clarified that the healthcare provider first reported the event to the company representative. It was unknown at the time of the report if they would replace the pump or not. As per the manufacturer¿s device registry, the pump was replaced on (B)(6) 2018. There was currently .3 ml left of intrathecal (it) morphine at minimum rate/.0292. It was noted that the patient stated it had been a little over a month that the pump has been in a minimum rate mode. The next pump refill was to occur on (B)(6) and there was enough drug left in the reservoir until the end of (B)(6). No medical symptoms were reported. No further patient complications have been reported as a result of this event.